Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis could not confirm the initial report. Analysis did find that the upper case, lower case, ring cover, battery drawer and side bail covers were broken, the ring and one side bail were missing, the battery release and lead flex cover were contaminated, the liquid crystal display (lcd) was out of mechanical specification and the main printed circuit board was out of specification.

Event description:
It was reported the epg (external pulse generator) will not sense every time. No patient complications were reported as a result of this event.